Event description:
It was reported that during an unknown procedure, the staples aren't forming. Only one staple leg protrudes as the handle is squeezed, and it doesn't even appear to form the proper shape on that side of the stapler. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.